Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Manufacturer narrative:
22-nov-2022: this was an image rotation issue and did not need to be reported, however as it was reported we waited for the transducer's return and performed a failure analysis of the transducer, the results of inv 11381 are as follows: service technicians did not confirm the reason for return. The unit had paint chips (cosmetic damage) to the connector and scratches on the tipshell (cosmetic damage). Inv was closed 11/9/2022 after evaluation by engineering and service.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event. 22-nov-2022: this was an image rotation issue and did not need to be reported, however as it was reported we waited for the transducer's return and performed a failure analysis of the transducer, the results of inv 11381 are as follows: service technicians did not confirm the reason for return. The unit had paint chips (cosmetic damage) to the connector and scratches on the tipshell (cosmetic damage). Inv was closed 11/9/2022 after evaluation by engineering and service.